Event description:
Per the clinic, the abutment and excess skin overgrowth were removed on (B)(6) 2013. It is unknown whether there are plans to replace the abutment as of the date of this report.

Manufacturer narrative:
(B)(4).